Event description:
It was reported that during follow-up, device was found to have reached eri. An increase in battery depletion rate was observed last 2 years. Patient was asymptomatic. The device was explanted and replaced.